Manufacturer narrative:
(B)(4): the customer reported that info did not appear on the central station monitor during a pt event. The customer has requested assistance from philips in retrieving pt data from a monitor for a pt who expired. There was no allegation that monitoring was a factor in the pt death or that there was any monitor malfunction. Philips is only reporting this issue in abundant caution due to the pt death occurring while being monitored by a philips device. Philips is in the process of obtaining additional info regarding this incident, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that info did not appear on the central station monitor during a pt event.